Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned fully rear locked, and the tubing had been cut. The tamper tube was not returned. No other damage or issues were identified. One 6 french device was returned, and the carrier tube was found to have been cut. The complaint was confirmed for a deployment issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. A5: ethnicity: not provided due to data privacy a6: race: not provided due to data privacy d6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. When removing the angio-seal, no stamp tube appeared. It was stuck in the system, which meant that the collagen could not be compressed. The system was dismantled, and the collagen was compressed using the system's tube to stop the patient from bleeding further. No further patient details were available due to data privacy. Additional information was received on 16sep2025: the procedure prior to angio-seal use was carotis stenting. A 5 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved with the subject device, ultimately.